Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.

Event description:
During a sigmoid resection procedure, the instrument was difficult to open. The surgeon manually manipulated the device open and completed the procedure with another instrument. No pt injury reported.